Event description:
Boston scientific received information that thiscardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were exhibiting low shocking impedance measurements less than 20 ohms. The patient was brought into the clinic and all impedances were within normal limits. The shock impedance was 50 ohms. Isometrics were also performed and reported normal impedance measurements. Additional troubleshooting to perform a max energy shock was discussed. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated additional defibrillation threshold (dft) testing was performed with the delivery of a high energy shock. The shock impedances was within normal range and converted the arrhythmia. No additional adverse patient effects were reported.

Event description:
--